Manufacturer narrative:
After basket broke, shaft was rmvd & grasping forceps placed thru prev. Placed endoscope to retrieve baset w/ stone enclosed. Procedure was complete & successful. There were no further complications & no damage to the pt. All units are 100% pull force tested in process to ensure product meets specifications. In-house test results of 5 add'l units showed that units exceeded pull force specs where solder was inadequately applied. In-use damage to unit may be contributor to failure.